Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power condition were confirmed via analysis of the submitted log file. The submitted log file contained approximately 17 days (25jul2022 ¿ 11aug2022 per the timestamp). No external power events were active from 12:15:22 to 12:16:25 on 29jul2022, from 10:33:57 to 10:34:21 on 01aug2022, from 16:30:00 to 16:30:03 and from 19:34:41 to 19:35:01 on 02aug2022, and then from 18:09:11 to 18:09:13 on 10aug2022 due to a loss of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system without issue during the losses of external power and pump function was not affected. The alarms were resolved when ac power was restored to the mpu. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Mpu was not returned for evaluation. Multiple attempts were made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if the power cord came loose at the wall/outlet or the back of the unit, and any environmental circumstances that would have affected ac power at the time of the event; however, no response was given. To date, the mobile power unit (serial #: mpu-unknown) was not returned for analysis. As a result, the complaint file will be closed with no further actions. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the waveforms for the patient were obtained as it captured several events of low voltage and no external power throughout the log file. These events all occurred on the mobile power unit (mpu) as they were due to a total loss of power to the mpu. As a result, the emergency backup battery (ebb) in the system controller was enabled until power was restored to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.